Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was covered with calculi one month after placement in the patient. It was mentioned that the event did not include extra operation or drug therapy.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this event could be, "material selection", however, sufficient information is not available to determine the specific root cause. The device was use for treatment purposes. As no sample was returned for evaluation it is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days the stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the ureteral stent was covered with calculi one month after placement in the patient. It was mentioned that the event did not include extra operation or drug therapy. Per follow up information received via ibc on 27sep2022, it was reported that there was no impact to the patient. The stone was just crushed and the patient was replaced with a new device. It was stated that there was no extra drug therapy.